Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) was not able to be interrogated. A magnet was applied to the device but no tones were heard. It was noted that at the previous device check, the remaining longevity was eight years. Premature battery depletion was suspected and the device was explanted and replaced about 12 days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.